Manufacturer narrative:
H6: codes corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable and the modular cable connected to the distal portion of the pump cable via the inline connector. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged to the graft attachment hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned device, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved controller event log files from the returned device captured relevant events from 17jan2025 through 24feb2025. The file captured a sustained low flow hazard alarm on 24feb2025 that remained active until the pump was ultimately stopped. The driveline was disconnected on 24feb2025, and the controller was later shutdown. These events were consistent with the reported events and subsequent patient outcome. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook provide information regarding how to clean and care for the driveline. These documents instruct the user to inspect the driveline daily for signs of damage. Furthermore, the IFU and the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of death was congestive heart failure. The patient was managed with a respirator, but it was believed that hypoxia continued due to a ventricular septal defect. The death was not considered device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had developed pneumonia.